Event description:
It was reported that a bd pegasus IV catheter was used for a patient's infusion therapy. On the fourth day after insertion, leaking was observed during the infusion. The catheter was subsequently removed and it was observed that part of the catheter tubing was missing. The patient received an x-ray which located the broken catheter. The patient had surgery on his/her wrist and the catheter was removed from his/her vein.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation a supplemental report will be filed.